Event description:
On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The final angiogram revealed a slight proximal type I endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2010, a computed tomography revealed a persistent type I endoleak. On (B)(6), 2010, an aortoplasty at the aortic arch was performed. The pt tolerated the procedure. The pt has been lost to follow up since the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.